Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The device was powered off. This action resolved the reported issue. The patient was able to increase stim. The patient planned to monitor and adjust accordingly. It was noted that the patient never had therapeutic effect. The patient was going to the bathroom too much again since last week. The patient was on a low dose of antibiotics all the time due to yeast infections. There was no known accident or incident related to this issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va00gv4, implanted: (B)(6) 2012, product type: lead. (B)(4).